Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a conclusive cause for the unintended clip movement associated with establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds)(90812u173), the clip failed to establish final arm angle (efaa). The cds was not used. A second cds (91011u172) was advanced into the anatomy. When preforming efaa, the clip opened. Troubleshooting was performed however the clip opened again. Efaa was performed two more times and the clip was able to be deployed successfully, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.